Event description:
The dentist reported that one month after the dental implant was placed in intra-oral region #4 it was verified its non-osseointegration. Twenty n.cm. Of primary stability was achieved and immediate load was not performed. Bone graft was executed.